Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After the implantation of the device, the surgeon tried to change the setting pressure but could not and it was found that the valve was broken. On (B)(6) 2015, the device was removed. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing was cracked and had a scratch mark from the cam mechanism this is due to the valve receiving some form of impact. The cam mechanism was also damaged, due to a form of impact. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 10th march 2003. The root cause of the dislodgement is probably due to the valve receiving some form of impact. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.